Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving high voltage therapy. Upon review, the inappropriate shock was due to right ventricular lead noise. The lead also exhibited high pacing impedance and the physician alleged fracture. On (B)(6) 2021, the lead was capped and replaced. The patient was stable.